Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump alarms when batteries are put inside. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the battery disconnected from microprocessor (mp) board. The liquid crystal display (lcd) had a row of missing segments, and the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated. During the investigation, the battery was found disconnected from the mp board. It was later resoldered and powered up, but that produced another error message. It was later discovered that the random access memory (ram) was corrupted which affected the mp board. The faulty microprocessor unit board was replaced as corrective action. The faulty lcd was also replaced. The root cause was unknown. The product is over 5 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).